Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a zero-p implant was removed of on (B)(6) 2015 due to neck pain and non-fusion. The device was implanted in (B)(6) 2013. Patient was reportedly fine post-surgery. This report is 5 of 5 (B)(4).

Manufacturer narrative:
Date of event: unknown. Date of implant: june 2013, day unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.